Manufacturer narrative:
The biomedical engineer (bme) stated that on their central nurse's station (cns) they were getting an audible alarm but the unit did not alarm long enough. Bme states they were monitoring telemetry units and that all other units were giving longer audible alarms except for a select few units. Nihon kohden technical support (nkts) had the bme check the multi patient receiver (org) settings and asked him to compare these settings with the settings on the other orgs. The bme found that one of the orgs was setup differently with more advisory alarms than warning/crisis. The bme proceeded by changing the settings to match the other orgs. This solved the issue. There were no adverse events or patient harm reported.

Event description:
The biomedical engineer (bme) stated that on their central nurse's station (cns) they were getting an audible alarm but the unit did not alarm long enough.